Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (overheating) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted c6 capacitor on the computer/analog pca which caused the u6 component to overheat. The root cause for the shorted c6 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor overheating.